Event description:
It was reported the patient had a perigee graft implanted on (B)(6) 2008. The patient reported "dyspareunia, bulge symptoms" and underwent surgery on (B)(6) 2013 for a "slight grade ii bulge, small area of mesh extrusion found.' The mesh extrusion was repaired. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.